Event description:
As reported by the user facility (translation of user facility info by (B)(4)): the pt was admitted to the emergency department of (B)(6) on (B)(6) 2012 was complaining of abdominal pain, the pt was punctured in the right arm, received medication and was released the same day. According to the pt, after a few days he returned to the hospital and showed the staff of the emergency swelling at the puncture site, and at the time the swelling was interpreted as edema caused a small puncture. On (B)(6) 2012 the pt went to another health facility where he did an ultrasound of the puncture site in the right arm and confirmed the presence of foreign body. The pt returned to (B)(6) where he was examined by a doctor who advised him to a specialist to remove the foreign body. The pt in turn failed to schedule and remove the foreign body in another institution and returned to (B)(6) who offered to do procedure for foreign body removal. The pt was scheduled for today (B)(6) 2012 consulting with a specialist vascular assessment and management to schedule the removal of foreign body.

Manufacturer narrative:
Exemption number (B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report #(B)(4). The affected use sample was not returned by the user facility. The received five reference samples were visually and microscopically checked (particularly with regard to the capillary). Damages or manufacturing faults were not detected. In addition we functionally (manually) checked to withdraw the cannula out of the capillary. Function faults were not detected. Since the batch manufacturing records show no abnormalities and the returned samples, which are not the actual samples when checked are within the specification, no specific conclusions can be drawn regarding the event. If the actual sample is returned or if additional pertinent info becomes available, a follow up report will be filed.